Event description:
Philips received a complaint on the v60 ventilator indicating that the unit was not alarming. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that after replacing the v60 flow sensor assembly and data acquisition board, the unit completed and passed all verification tests. The customer re-flashed the 3.10 version software onto the device, but the device would continue to alarm diagnostic code 1203 co2 rebreathing risk and not a v60 alarm message 122e patient circuit occluded. The rse confirmed the customer is completing the patient circuit occluded test correctly referencing page 65 of the v60 user's manual. A good faith effort (gfe) response from the rse was received on (B)(6) 2022 stating that the customer would call back to continue service when they were back in office with the v60. This investigation is ongoing.

Manufacturer narrative:
On 29 dec 2022, the philips rse was informed by the customers biomedical engineer that the device had been sent to a 3rd party repair center for evaluation. No further work has been performed by philips to resolve the issue. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. Customer has advised to close the case. Biomed will call back if they have any additional questions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.